Event description:
On (B)(6) 2025, the user reported blood glucose of 400 mg/dl and an insulin occlusion alert. After performing a fill tubing step and later a supply change, insulin delivery resumed and blood glucose decreased to 240 mg/dl.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.